Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s display was cracked after being carried in a pocket and bumped against a desk, with functionality largely retained but loss of watertight integrity and need for replacement communicated to the user. Symptoms included no reported changes in blood glucose. Outcomes included device replacement and user instruction to back up therapy, shutting down the device to avoid further alerts, and completing a new startup on the replacement, with continued cgm use via app or receiver as needed. Investigation included remote troubleshooting and user education, verification of shipment and return process, and follow-up for return of the damaged device. Investigation of this case revealed physical damage to the display assembly consistent with external impact, resulting in compromised enclosure integrity and risk of fluid ingress.manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.